Event description:
It was reported that t:slim x2 pump battery would not charge, power source alerts appeared, and pump eventually shut down and could not be turned back on. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, reported that pump began charging after remaining plugged in, and was able to upload pump data after shutdown while receiving education about pump settings and cartridge and cgm setup after power loss; technical support completed log review, determined pump replacement was needed, and attempted follow-up to arrange replacement, but was initially unable to reach customer due to a full voicemail box, with plans for additional follow-up to complete replacement process.